Event description:
It was reported that a patient's atrial lead exhibited noise, which lead to inappropriate mode switch episodes. The lead was extracted and replaced, and the patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were noise and lead fracture. As received, a complete lead was returned in two pieces. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fracture. The reported event of noise was confirmed. A high potential (hipot) test failed between conductors. The lead was dissected, and it was found that the inner insulation was damaged/breached at the suture tie region. Therefore, the cause of the noise was due to suture tie forces that damaged the insulation around them.